Event description:
It was reported that the leads were not getting the patient the coverage needed. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: sc-2218-50; model: sc-2218-50; serial: (B)(6); batch: 7108002. Product family: scs-ipg-pc; upn: m365sc14320; model: sc-1432; serial: (B)(6); batch: 209882.